Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that texium needle-free syringe, 20 ml tip snapped off during use. The following information was provided by the initial reporter: it was reported that, they received a 60 ml bd texium syringe with tip snapped off in the sealed package. I¿d like to report another product failure. I will use the template from previous incidents to start the process: can you provide a brief description as to how the break was discovered? We received a 60 ml bd texium syringe with tip snapped off in the sealed package. Do you have the lot number for the 60ml bonded texium syringe? (10)91935201. Was the texium syringe attached to an infusion set? No. Where there any additional components added to the set-up? No. Was there any user technician harm due to the leak? No. Was this set sequestered? Yes. What is the product number for the damaged syringe? My8060. Was there an adverse event that occurred at the time of defect? No, medication did get on patient but did not require any intervention other than getting patient new pump to finish infusion.

Manufacturer narrative:
It was reported that the bd texium syringes¿ tips snapped off in their sealed packages. Received two new and sealed texium syringes model my8060 lot 91935201. The syringes were visually inspected for damages to the components. Visual inspection found that each syringe had their texium components broken off and separated from the syringes inside the sealed packaging pouches. Upon opening the packaging pouch for one of the returned syringes, further inspection of the break sites observed jagged and uneven edges with slight white stress marks. The syringes¿ thread collars were still attached to the separated texium components. No visible damages were observed on the surfaces of the packaging pouches. No other anomalies were observed. Functional testing was not deemed necessary due to the broken texium luers. Bd/sqe manufacturing was notified of the component failure and a quality systems supplier notification memo was issued to the supplier. Equipment used (inspection performed on 31aug2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021 a device history record for model my8060 with lot number 91910001 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 10apr2019. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the bd texium syringes¿ tips snapped off in their sealed packages was confirmed. The syringe texium components were broken off and separated from the syringes inside the sealed packaging pouches. The root cause was not identified.

Event description:
It was reported that texium needle-free syringe, 20 ml tip snapped off during use. The following information was provided by the initial reporter: it was reported that, they received a 60 ml bd texium syringe with tip snapped off in the sealed package. I¿d like to report another product failure. I will use the template from previous incidents to start the process: can you provide a brief description as to how the break was discovered? We received a 60 ml bd texium syringe with tip snapped off in the sealed package. Do you have the lot number for the 60ml bonded texium syringe? (10)91935201. Was the texium syringe attached to an infusion set? No. Where there any additional components added to the set-up? No. Was there any user technician harm due to the leak? No. Was this set sequestered? Yes. What is the product number for the damaged syringe? My8060. Was there an adverse event that occurred at the time of defect? No, medication did get on patient but did not require any intervention other than getting patient new pump to finish infusion.